Event description:
It was reported that two (2) interlink system solution sets leaked due to hole in the tubing. This occurred while priming the tubing with unspecified medication in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in (B)(6) 2026, stated as "in the past three weeks". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the tube was broken. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.